Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a tka surgery performed on (B)(6) 2023, on (B)(6) 2023 the patient complaint of persistent stiffness. The patient underwent a right total knee arthroplasty manipulation under anesthesia. Knee was aspirated at time of procedure and patient received an intraarticular steroid injection. Patient current health status is unknown.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that a review of the provided documents did not provide any insight into the root cause of the reported stiffness. No x-ray images or information on the patient compliance with post-operative instructions were provided. Per case details, the patient current health status is unknown. The patient impact beyond the reported events could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the femoral component, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. For the tibial baseplate, a review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. For the insert, a review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in the possible adverse effects that decreased range of motion can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include alignment, size selected or wear. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after tka was performed on (B)(6) 2023 due to osteoarthritis, on (B)(6) 2023 the patient complained of persistent stiffness. This complication was treated with manipulation under anesthesia on (B)(6) 2023, during which the knee was aspirated and patient received an intraarticular steroid injection. Patient's current health status is unknown.